Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient' implantable pulse generator (ipg) was non0functional as it had reached end of service. The patient is without stimulation. The next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information obtained/confirmed, revealed the patient's ipg was explanted and replaced to provide resolution.